Event description:
A customer reported lower than expected vitros tsh results obtained from two different patients when tested on a vitros 5600 integrated system. Patient 1 results of 3.58 and 3.85 miu/l versus the expected result of 7.07 miu/l, patient 2 result of 3.72 miu/l versus the expected result of 17.4 miu/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The lower-than-expected vitros tsh result for patient 1 was reported from the laboratory, however it is unknown if the lower-than-expected vitros tsh result for patient 2 was reported from the laboratory. No treatment was altered, initiated, or stopped based on the lower-than-expected vitros tsh results and ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
A definitive assignable cause for the lower-than-expected vitros tsh results could not be determined with the information provided. Based on acceptable historical quality control results, a vitros tsh lot 6530 performance issue is not a likely contributor to the event. Although precision testing was not performed on the vitros 5600 integrated system, an instrument issue is not a likely contributor as the tsh qc continues to be acceptable and the customer has given no indication of any other analyte or analyzer issue at the customer site. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was not possible to establish if the customer was following the sample collection device manufacture¿s recommendation for sample centrifugation. It is possible that cellular debris, due to poor sample preparation was present in the affected samples, although this could not be confirmed. (B)(4).